Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient's representative reported right side "pain, hardening and an increase in size", " radial folds on the right, suggesting capsular contracture" baker grade unknown and mentioned the recall. Device remains implanted.